Event description:
During the evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified, which occurred during the therapy initiated on (B)(6) 2013 at 17:55:11. During night drain cycle three, the patient's ultrafiltration reading was 907ml, indicating the home patient (hp) drained 907ml more than their maximum programmed fill volume of 1500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The iipv event was confirmed through an event history log review. The cause was a false empty detect and use error, inappropriate bypass of the caution: negative ultra-filtration (uf) alarm. The homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass caution: negative uf alarm. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.